Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. E2: no information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during cleaning and disinfection of this camera head, error 226 (scope communication error) was observed. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus that during cleaning and disinfection of this camera head, error 226 (scope communication error) was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6. The subject device was returned to the repair center for visual and functional inspections. The reported issue was confirmed. E226 error occurred (issue was reproduced as "image abnormality (e226 error))." It was unclear whether any additional defective phenomenon was identified during the inspection by the repair department. Since no additional phenomenon was identified, the cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported issue is mentioned in the instructions for use (IFU). However, whether the estimated cause of the occurrence was caused by customer handling cannot be inferred from the investigation results. Therefore, it was not possible to identify whether the description in the instruction manual was sufficient or not. ¦"precautions for disappeared or frozen endoscopic image(warning) ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.